Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having some complications and didn't know if the device was shorting out or what but the patient was burning real bad inside. The patient was burning around the privates and sometimes up in their throat. The patient was also having very bad spasms in their sleep. It was noted the burning sensations started about two weeks prior to the report and the spasms started about a month ago. The patient had also tried increasing and decreasing the amplitude of the device and the burning was there regardless. The patient tried turning off the device and the burning did not go away, but the burning got worse after they turned the device back on again. It was additionally reported the patient had an infection and was on antibiotics. It was noted the infection was e. Coli and the patient was being treated with two different types of strong, oral antibiotics. After the patient was put on antibiotics (the previous monday), they were told it was worse so the patient was put on another one and, if it continued to get worse, the patient would get medication via injection at the doctor's office or be admitted to the hospital. They were going to keep the therapy off until they got medical attention; they had an appointment with their managing physician the following monday. No further complications were reported or anticipated.